Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they cannot get their arctic sun device to detect temperature and do not know if that means it was not giving an accurate flow rate. Asked nurse to look at the event log, but device was powered off. This happened yesterday. Stated the patient temperature just showed dashes. Confirmed the cable was connected to temp port 1. Explained that either the patient probe, or the temp in cable need to be replaced. Stated they moved to another device and were able to continue therapy (using same probe). This indicates the temperature in cable needs to be replaced.

Manufacturer narrative:
Received condition: n/a, the device was not returned. Reported issue: it was reported that they cannot get their arctic sun device to detect temperature and do not know if that means it was not giving an accurate flow rate. Reported issue root cause: the root cause identified as a failed temperature cable. Repairs related to the reported issue: asked nurse to look at the event log, but device was powered off. This happened yesterday. Stated the patient temperature just showed dashes. Confirmed the cable was connected to temp port 1. Explained that either the patient probe, or the temp-in cable need to be replaced. Sated they moved to another device and were able to continue therapy (using same probe). This indicates the temperature in cable needs to be replaced. The reported issue was confirmed. The root cause identified as a failed temperature cable. Asked nurse to look at the event log, but device was powered off. This happened yesterday. Stated the patient temperature just showed dashes. Confirmed the cable was connected to temp port 1. Explained that either the patient probe, or the temp-in cable need to be replaced. Sated they moved to another device and were able to continue therapy (using same probe). This indicates the temperature in cable needs to be replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Corrections made to tab(s) f and h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they cannot get their arctic sun device to detect temperature and do not know if that means it was not giving an accurate flow rate. Asked nurse to look at the event log, but device was powered off. This happened yesterday. Stated the patient temperature just showed dashes. Confirmed the cable was connected to temp port 1. Explained that either the patient probe, or the temp-in cable need to be replaced. Sated they moved to another device and were able to continue therapy (using same probe). This indicates the temperature in cable needs to be replaced.